Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ IV set back check valve malfunctioned, leading to flow issues with the secondary IV iron running into the primary saline bag. The following information was provided by the initial reporter: "presumed back check valve failure. Secondary IV iron was hung with primary normal saline. IV iron ran into primary normal saline bag."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that the secondary IV iron was hung with primary normal saline and IV iron ran into primary normal saline bag. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ IV set back check valve malfunctioned, leading to flow issues with the secondary IV iron running into the primary saline bag. The following information was provided by the initial reporter: "presumed back check valve failure. Secondary IV iron was hung with primary normal saline. IV iron ran into primary normal saline bag."